Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the device's detachable battery cable was observed. The device's detachable battery cable was replaced. The device had evidence of liquid contamination.